Event description:
It was reported the programmer had an error message. It was also requested the broken programmer rf head cover be replaced. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis was able to confirm the client error. The left keyboard hinge was broken. The power cord bay door had a broken latch.